Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer states the insulin pump had a insulin flow blocked alarm. Customer reports the infusion set cannula is bent. Customer declined to troubleshoot for high readings. The insulin pump was not returned for analysis.